Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot# n223908, implanted: (B)(6) 2009, product type accessory; product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that the error message for an empty reservoir was seen on a personal therapy manager. The reason for the error code was unknown, though the reporter suggested that it was possible that the patient had missed the refill date or that the reservoir volume had not been updated at the refill. One week later, it was reported that the healthcare professional had forgot to update the pump reservoir volume at the refill to weeks prior. It was stated that it 'didn't sound like the patient had any withdrawal symptoms.' It was unknown what drug was in the pump.